Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during a completion of a procedure using a 6fr sheath and at the time of removal it was noticed that the tip of the sheath was about to fall off. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer returned two photos; one of the lidstock and one of the sample. The photo of the sample showed what appeared to be a damaged sheath tip. No conclusions could be drawn from the photo regarding the cause of the damage. A review of the device history records for the sheath did not reveal any manufacturing related issues. Complaint verification testing could not be performed as no sample was returned for analysis. The probable cause of the damaged sheath tip could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that during a completion of a procedure using a 6fr sheath and at the time of removal it was noticed that the tip of the sheath was about to fall off. No patient injury or harm reported.